Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. Additional information was requested and the following was received: what were the indications for surgery? Lung cancer type of operation pneumonectomy . What is the surgeon¿s experience with the pvs device? More than 20 years. What was the approximate width of the compressed vessel? Inferior pulmonary vein. Did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws?no. Were there any difficulties with the device or staple formation during the initial procedure? No. How was the post-op bleeding identified? Immediate hemorrhagic shock. How many days postoperative was the bleeding identified? Some minutes after the awake. What was the total estimated blood loss (ml)? 2500ml. Was a transfusion required? Yes 7bags og blood 300ml each . What was the pre and postoperative anti-coagulant and pain management protocol? Low molecular weight heparin pre and post. Was the bleeding intraluminal or extraluminal? Intrapleural. Was there calcification of tissue that impeded clamping or cutting? No calcification . Were there any pre-exiting patient conditions? No . Were the staples observed to be formed correctly and fully closed prior to closing? Yes as per photo attached.

Event description:
It was reported that during an open pneumectomy the pve35a at the first time seems to fired w/o being closed after that they changed the reloads and fired on the vena (10.15 am)w/o observing any bleeding. When the operation was finished no bleeding was present and they closed (10.40 am) the patient was awakened and everything ok he answer to every question. At about 11.10 am the heart stopped and emogas was very low they opened and there was a huge hemorrhage, the vena was open and they close manually.

Manufacturer narrative:
(B)(4) . An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Were the staples observed to be formed correctly and fully closed prior to closing? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2023. Investigation summary this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows tissue and ooze is noted. However, no staple line on the tissue was noted. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.